Event description:
Baxter (B)(4) received a report that a basal bolus infusor had leaked from the fillport during filling. The device was filled with a solution of nasea and fentanyl. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the unit determined that leakage occurred from the junction of the coiled tubing and end-cap located inside the housing, underneath the fill-port area. The root cause of the leak was a manufacturing issue: insufficient bonding. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. No repair was done as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device has been received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.